Manufacturer narrative:
This event occurred at (B)(6) hospital in (B)(6). Manufacturer's investigation conclusion: the reported event of damaged power cable connectors was confirmed via the provided images and video. The hm2 system controller, serial (B)(4), was not returned for analysis. Per provided information, the black connector was broken off and the white connector had cracks. The controller was exchanged and will not be returned for an evaluation. A root cause of the reported event was not determined through this analysis device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on (B)(6) 2015. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use equipment storage and care¿ and heartmate ii patient handbook ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the black cable locking cap of the heartmate ii (hm2) pocket controller was broken. There were also cracks seen on the white cable locking cap. A new system controller was given and there were no issues identified with the exchange.